Event description:
Caller indicated the relion confirm meter was giving variable readings. She tested and got 22 then retested less then a minutes later and got 99. She didn't have any symptoms and didn't treat herself. She did a control solution test which was within range = 137. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.